Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The aortic neck was 25 mm in diameter at the renals and 29 mm in diameter at 20 mm below, with mild calcium, heavy thrombus, angulation of about 60 degrees. The aorta and aneurysm were angulated. The vessels were severely calcified. It was reported that after the deployment of the talent bifurcated stent graft and contralateral limb with the gate angled anteriorly intentionally, the bifurcated stent graft was pushed up slightly, so as to avoid any coverage of the left internal iliac artery. This pushing, coupled with the aortic angulation, caused localized twisting, such that the spine of the stentless area twisted slightly into a relaxed s-shape. An estimated 40%-50% of the graft lumen may have been compromised; however, there were no perfusion issues. The limbs were slightly crossed during the case. No intervention was performed, as there was still good flow. The pt will be monitored.

Manufacturer narrative:
(B)(4). Evaluation: results: heavy thrombus, angulation of about 60 degrees. Conclusion: heavy thrombus, angulation of about 60 degrees.